Event description:
The clinician reports the implant was inserted (B)(6)2015 in ada 11. Details of surgery: immediate extraction site. On (B)(6)2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and abscess. No further patient complications were reported.